Event description:
It was reported during a tfn procedure, there was a misalignment issue. The locking screw was not lining up. The jig was removed to complete the surgery free hand. Surgery time was extended less than one hour. This is 9 of 10 reports for the same event.

Manufacturer narrative:
DHR review has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.